Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mfg. Site name - (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid-urethral sling procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2017, the patient had mesh exposure under the urethra and on the right lateral wall. The exposed mesh fiber was then trimmed and "resuturing" performed.